Event description:
Event description guidant received information that at the follow up visit for this patient's implantable pulse generator, a fracture was revealed on this thinline atrial j lead. The lead was removed from service and surgically abandoned. Information on the replacement lead is unknown.